Manufacturer narrative:
(B)(4).a batch review was conducted for associated lot number h12d16046 with no exceptions noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was unavailable for further investigation. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a transferset which had leaked while a patient had performed therapy. The transfer set was described to be cracked. The transfer set was changed and the patient was given antibiotics following the event. There was no report of adverse event associated with this report. No additional information is available at this time.